Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned & remains implanted. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned, but this did not resolve the problem. The lens was exchanged with a longer length lens, and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown. D6b: 12-january-2026. Corrected data: device manufacture date (16-march-2024). Type of investigation (b): correct codes (4111 - 4110). Claim: (B)(4).